Event description:
It was reported that during a lsh procedure, the device's tissue pad fell off the device. The pad fell into the patient and was removed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time